Event description:
The customer reported to baxter us an issue with one (1) clearlink buretrol solution set that when the cover to the spike was removed a black substance was found on the spike. No patient involvement, medical intervention or patient injury was reported. It is unknown if a sample is available. No additional information is available at this time.

Manufacturer narrative:
(B)(4). It is unknown if a sample is available for evaluation. If additional information or samples become available, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). The customer returned the actual sample for evaluation. The sample was visually inspected and the reported condition was confirmed. Visual inspection of the sample found that all components were present, in the right position and complete; however, a greasy black substance was found on the outside of the spike. The root cause investigation included a review of the subassembly and molding processes. The investigation did not identify a source for the black substance in the manufacturing process. An assignable root cause could not be determined. A batch review was performed on the reported lot with no deviations found.